Event description:
Blood glucose was found to increased to be 28-29 (mmol/l) [blood glucose increased]. Glass bottle was cracked [product physical issue]. Novopen 4 was faulty [device defective]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "blood glucose was found to increased to be 28-29 (mmol/l)(blood glucose increased)" beginning on (B)(6) 2022, "glass bottle was cracked(cracked product)" with an unspecified onset date, "novopen 4 was faulty(device defective)" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , novolin 30r penfill (insulin human) (dose, frequency & route used- 28 iu, qd, subcutaneous, regimen #2: 38 iu, qd (an extra dose of 10u), subcutaneous, regimen #3: depending on the blood glucose, drug increased by 1-2 u, subcutaneous) from unknown start date for "type 2 diabetes mellitus". Patient's height: 174 cm patient's weight: (B)(6). Patient's bmi: 20.47826660. Dosage regimens: novopen 4: novolin 30r penfill: current condition: type 2 diabetes mellitus (since 20 days), sometimes did not pay attention to the diet. Concomitant products included - acarbose on an unknown date in (B)(6) 2022, patient's blood glucose was 28-29 mmol/l after breakfast. One hour later, an extra injection of 10 u was added, and the blood glucose was 26 (mmol/l). The patient found that the medication bottle was dropped, and the glass bottle was cracked. It was reported that the patient thought the novopen 4 was faulty. It was reported that from (B)(6) 2022 to recently on (B)(6) 2022 the blood glucose levels gradually decreased 8-9mmol/l. Batch numbers: novopen 4: requested. Novolin 30r penfill: requested. Action taken to novopen 4 was not reported. Action taken to novolin 30r penfill was reported as dose increased. The outcome for the event "blood glucose was found to increased to be 28-29 (mmol/l)(blood glucose increased)" was recovering/resolving. The outcome for the event "glass bottle was cracked(cracked product)" was not reported. The outcome for the event "novopen 4 was faulty(device defective)" was not reported. Preliminary manufacturer's comment: 14-mar-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. Patient is not a trained user of device and dropped the device which results in crack in cartridge. This can affect the dosage of insulin and lead to hyperglycemia. Additionally, patient does not have control over diet, which could have contributed to hyperglycaemia. Reporter comment: the patient sometimes did not pay attention to the diet and did not pay attention to the control of eating fruit.

Event description:
Case description: the cartridge holder detached from the pen body accidentally, it did not hold it steady. After each injection, the needle was removed. Investigation results: name: novopen4 batch unknown. No investigation was possible, because neither sample nor batch number was available. Name: novolin 30r penfill batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been upgraded to serious and the following were added: -investigation result updated. -annex a, b, c, d and g codes updated -narrative updated accordingly. -narrative was updated with the sentence "the cartridge holder detached from the pen body accidentally, it did not hold it steady" and "after each injection, the needle was removed" final manufacturer's comment: 05-apr-2022: the suspected device novopen 4 has not been returned to novo nordisk a/s for evaluation. The batch number or device is unavailable in spite of repeated efforts to obtain the same. No batch trend analysis or reference sample analysis performed. It is therefore not possible to identify a clear root cause in relation to the functionality of the pen, however patient is not a trained user of device and dropped the device which results in crack in cartridge. This can affect the dosage of insulin and lead to hyperglycemia. Additionally, patient does not have control over diet, which could have contributed to hyperglycaemia. H3 continued: evaluation summary name: novopen4 batch unknown. No investigation was possible, because neither sample nor batch number was available.